Event description:
A reporter had contacted lifescan (lfs) in august 2005 on behalf of the patient and alleged that the subject one touch ultra meter was not powering on. Medical affairs specialist (mas) attempted to call the patient/reporter twice at the phone number provided. There was an outgoing message requesting to leave a message. However, at the end of the outgoing message, there was another message stating that the "subscriber cannot receive messages at this time" and the phone disconnected both times. A letter will be sent to the address provided as a third attempt to reach the patient. At the time of the initial call in august 2005, the reporter indicated that patient had changed the battery on the meter, but it still would not power on. It was also reported that the meter had not "been working for a few days" and the patient had to go to the hospital for 4 days, where their blood glucose was "high-1200". The treatment given was not known to the reporter. There is no further information regarding the hospital stay and the events leading to the hospital visit and treatment. The reporter mentioned the meter was still not turning on and the patient was unwell at the time of the call. Customer service agent advised the reporter to call for help for the patient as patient was not responding and was "unconscious". The reporter did not respond after that and therefore, there is no information as to what happened to the patient at the end of the call. It is unknown if the patient had experienced any symptoms or event. Their medication regimen was also not provided. During troubleshooting, it was verified with the reporter that this was not a new product and the patient was using the correct test strips. Patient was asked to press the power button, but the meter did not turn on. The battery was checked and it was correctly installed and last replaced less than a year ago. The conditiopm of the battery contact was also good. Based on the information available at this time, there is an indication that the product has malfunctioned since the power issue was not resolved with troubleshooting, however, there is sufficient information to conclude that the product caused or contributed to the event. It would be helpful to know the events leading to the hospital visit and also event prior to the patient being unresponsive at the time of the call to lfs to determine if the injury was due to the product. Therefore, this case is reported as a meter malfunction at this time. A replacement meter, control solution, and test strips were sent to the patient.